Event description:
Abscess/area inside buttock developed cystic abscess [abscess limb], sensitivity reaction [hypersensitivity], lesions - genital [genital lesion], burning sensation - genital [genital burning sensation], burning (rash) perineum [perineal pain], (burning) rash perineum [perineal rash], make cloth pads to lay over surface to protect skin - always discreet pad [wrong technique in device usage process], I know it is a sensitivity/reaction to the pads/fragrance - always [perfume sensitivity]. Case narrative: the consumer, unspecified age and gender, reported spontaneously via e-mail on 17-dec-2024 that they used always medium adult incontinence discreet, beginning on an unspecified date. They experienced (genital) burning sensation and (genital) lesions. They developed a (genital) abscess (about 6 months ago in 2024). The consumer reported that they experienced a sensitivity reaction to the pads, as it (the reaction) was not present when they were not wearing the pads. The (genital) abscess required surgical removal. They previously used unspecified (always brand) incontinence products and (always brand) sensitive products with unspecified toleration. Concomitant product: made cloth pads that laid over the surface to protect their skin. The event and case outcomes were unknown. No further information was provided. (B)(6) 2024 received digital safety assessment survey: the consumer, a 73 year old female, used the pads 3 times a day more or less, as needed (changed at least sign of wetness), beginning about 20 years ago. She experienced the following additional symptoms: burning perineum, rash perineum, and cystic abscess on area inside buttock (beginning in (B)(6) 2024). She visited a doctor for an outpatient consultation and was initially prescribed antibiotics. She was then hospitalized for 4 days (in 2024) for surgical removal of the involved tissue and intravenous antibiotics. Additional treatment details: presurgical soaks, oral antibiotics, pain medication, post-surgical cleansing after toileting. She stopped using the pads. The case outcome was improved. No further information was provided. Amendment to 17-dec-2024 contact: an adverse event was added for the consumer experiencing a sensitivity reaction to the pads/fragrance. The event and case outcomes were unchanged. No further information was provided. Amendment to 22-dec-2024 contact: the event abscess (genital) was clarified to be abscess, which was combined with the report of cystic abscess on area inside buttock (coded as abscess limb) the event and case outcomes were unchanged. No further information was provided.

Manufacturer narrative:
There is insufficient information to perform an investigation.